Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg >600 mg/dl). Ketone level was high on one occasion. The infusion set was changed. A bolus or insulin injection was administered to address bg. Contact though the elevated bg may have been due to the infusion set cannula; however, they did not appear to be bent upon removal. As the events occurred in the past, recommendation was made for the contact to discuss the elevated bg with a healthcare provider.